Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Caretakers reported a decrease in recipient's hearing performance with the device after a head trauma. After reprogramming the device the recipient was observed for two months. Hearing performance however did not improve. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Caretakers reported a decrease in user's hearing performance with the device after a head trauma. After reprogramming the device, the user was observed for two months in which the hearing performance did not improve. The user was re-implanted.